Event description:
Upstream occlusion alarms were found in the event history log during eval. It was reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. This complaint was discovered during the investigation of (B)(4). The upstream occlusion alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The ultrasound sensor was replaced.